Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 40 mg/dl while wearing the pod. It was also reported that the patient fell of the ladder and had several fractures. The patient was treated for the issue but did not state what exactly was given. The patient was released one month later ((B)(6) 2025). The pod was worn when seeking medical attention.